Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer is unable to clear the alarm. The customer confirmed that the pump was not exposed to moisture but noticed a crack in the casing. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.